Event description:
The daughter of a (B)(6) female patient called zoll customer support to report that the patient's monitor was displaying a service code 107 (multiple abnormal shutdowns) and a service code 204 (belt/monitor unusable). The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 107, service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open green (+3.3v) wire in the trunk cable connector. The open wire caused the monitor communication issues, which resulted in abnormal shutdowns and the reported service codes. The root cause for the open wire could not be positively identified but was likely excessive force on the trunk cable connector. No adverse events results from the defective electrode belt. The patient received a replacement electrode belt.